Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not able to activate) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button cable was damaged. The cause of the non-functional response buttons is the damaged cable. The root cause of the damaged components cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.